Event description:
During follow-up, call with a peritoneal dialysis (pd) patient ((B)(6))'s wife, she reported that the patient's peritoneal catheter was blocked with fibrin, and he recently had an irrigation procedure done to clear the catheter. The catheter is not a product manufactured by "fresenius" medical care. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).